Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, one day post implant, the patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with isometric testing. The doctor elected to reposition the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported dislodgement.

Event description:
It was reported that, one day post implant, the patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with isometric testing. The doctor elected to reposition the electrode. There were no additional adverse patient effects. Additional information was received that the electrode has been explanted and replaced. There were no additional adverse patient effects. Additional information was received. The s-ICD had delivered two inappropriate shocks. X-rays showed the electrode was displaced. As previously reported, the electrode was subsequently explanted and replaced. During that procedure, the s-ICD pulse generator was also repositioned. No additional adverse patient effects were reported. The s-ICD remains implanted and in service with the new electrode. The explanted electrode was subsequently returned for laboratory analysis.

Event description:
It was reported that, one day post implant, the patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with isometric testing. The doctor elected to reposition the electrode. There were no additional adverse patient effects.

Event description:
It was reported that, one day post implant, the patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with isometric testing. The doctor elected to reposition the electrode. There were no additional adverse patient effects. Additional information was received that the electrode has been explanted and replaced. There were no additional adverse patient effects. Additional information was received. The s-ICD had delivered two inappropriate shocks. X-rays showed the electrode was displaced. As previously reported, the electrode was subsequently explanted and replaced. During that procedure, the s-ICD pulse generator was also repositioned. No additional adverse patient effects were reported. The s-ICD remains implanted and in service with the new electrode. The explanted electrode was not returned for laboratory analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.